Event description:
It was reported that during implantation of the right atrial lead low impedance was noted. No further information was available.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Internal shorting was noted between the conductors. X-ray examination found an overtorqued inner coil at the connector region, consistent with procedural damages.

Event description:
New information received notes patient was stable pre and post-procedure.